Event description:
Customer reported that a pt's antibody screen was positive when testing using 3ss988. The cells were diluted to 0.8% concentration and tested in mts gel card. Subsequent testing with 0.8% resolve panel a lot 8ra171 was negative. Customer performed crossmatch in tube/liss, two donor units were compatible. During transfusion with the second unit, pt developed transfusion reaction. Investigation by customer determined pt was positive for anti-e and one of the donor units was e+. Repeat crossmatch with the pre-transfusion sample determined the e+ unit was not compatible.